Event description:
Baxter received a report that totalcare frame the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on apr 08, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.